Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years and 2 months. On 11/22/2010 (through follow-up with the health-care provider), additional information was received. It was learned that the device was explanted due to regurgitation and early degeneration. According to the operative report, the bioprosthetic valve was well-seated, but had evidence of some early degeneration with some fibrosis on the undersurface and some fibrinous exudate on the aortic surface of leaflets and so the valve was replaced.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.